Manufacturer narrative:
According to the notification form, "(B)(6) female. Left upper limb using standard hero ptfe. Declot x 2 at 2 months. Commenced on warfarin. Dialysing well at 3 months. Incident graft, no other access from failing transplant." Although this report is submitted for hero 1001, both product codes hero 1001 and hero 1002 were investigated. Multiple attempts were made to gather more information. The surgeon stated that he did not have the time to go through patient notes for further information and that he would not be supplying any further information. He stated he did not feel the issues he relayed in his email were hero related and that he was not reporting them. The surgeon also stated "I have no concerns regarding hero as a causative factor in any of these cases. I have not issued any form of complaint regarding these cases. Going through these cases retrospectively will not be necessary in my opinion." A review of manufacturing records could not be performed as lot numbers are unknown. Furthermore, shipping records could not be queried for possible lot numbers as the date of implant is unknown. A review was performed of the available information. This is a case of a patient implanted with a hero graft that required 2 de-clot procedures within 2 months post-implant. Partial stenosis or full occlusion of the prosthesis or vasculature is listed on the hero instructions for use (IFU) as a potential vascular graft and catheter complication. In this case, the type of interventions performed is unknown. The patient was noted to receive warfarin. The patient's anticoagulation status is unknown. A hypercoagulability state or inadequate anticoagulation could contribute to an increased risk of thrombosis. Precautions regarding inadequate anticoagulation are provided in the IFU. The patient has a history of failed kidney transplant; any other significant medical history is unknown. The operative notes for the hero implant or explant were not provided. The surgeon noted that he did not feel that this event was hero-related and without more information a relationship between the hero graft and these events cannot be determined. Occlusion and thrombosis are known complications. The IFU provides information and instructions such as, "as with conventional grafts, hero graft may occlude in patients with insufficient anticoagulation or non-compliance with anticoagulation medication." "Determine the venous outflow component length required to make the connection to the arterial graft component at the final dpg location. Utilizing a pair of heavy duty scissors, straight cut the venous outflow component to the desired length ensuring that the cut is square to the venous outflow component. Carefully position the titanium connector in the soft tissue at the dpg. Reposition the arterial graft component from the arterial end to remove excess material. Cut the arterial length avoiding excessive tension and no kink." "Follow kdoqi guidelines for graft assessment, preparation and cannulation. The arterial graft component requires 2-4 weeks to incorporate prior to cannulation. Swelling must subside enough to allow palpation of the entire arterial graft component. Rotation of cannulation sites is needed to avoid pseudoaneurysm formation. A light tourniquet may be used for cannulation as the thrill and bruit may be softer than a conventional eptfe graft due to the elimination of the venous anastomosis. Post-dialysis, and following needle removal, apply moderate digital pressure at the puncture site until hemostasis is achieved. To decrease the risk of an occlusion, do not use mechanical clamps or straps." The IFU lists the following potential complications with the use of the hero graft: partial stenosis or full occlusion of prosthesis or vasculature.

Event description:
According to the notification form, "(B)(6) female. Left upper limb using standard hero ptfe. Declot x 2 at 2 months. Commenced on warfarin. Dialysing well at 3 months. Incident graft, no other access from failing transplant." Although this report is submitted for hero 1001, both product codes hero 1001 and hero 1002 were investigated.

Event description:
According to the notification form, "(B)(6). Left upper limb using standard hero ptfe. Declot x 2 at 2 months. Commenced on warfarin. Dialysing well at 3 months. Incident graft, no other access from failing transplant."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.